Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away. Prior to passing, the customer was admitted to the hospital with diabetic ketoacidosis and a blood glucose reading of 900 mg/dl. The customer was wearing the insulin pump at the time. It was reported that the insulin pump was alarming when the customer was admitted to the hospital. At the time of the report, the display on the insulin pump was blank. Nothing further was reported.